Event description:
It was reported that a cartridge alarm 20 occurred, and there was no adverse impact to the customer's blood glucose level. Initially, the customer changed the cartridge and resumed insulin delivery, but the issue reoccurred, leading the customer to cease using the pump and switch to manual injections. Technical support confirmed the issue with consecutive cartridges and decided to replace the pump. The customer was informed that a replacement pump with updated software would be provided, and instructions were given for returning the defective pump to avoid being billed. The necessary steps for programming the new pump and connecting the cgm were communicated, and the customer acknowledged them.